Manufacturer narrative:
The tandem t:slim user guide states to make sure that you always have an insulin syringe and a vial of insulin with you as a backup for emergency situations. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump ran out of insulin while at school. The customer's blood glucose (bg) level was 369 mg/dl. After confirming with tandem technical support that the pump would not deliver the "missed insulin," the contact indicated that the bg level would be corrected with the pump once it was reloaded with insulin.